Manufacturer narrative:
As an event date is not available, the date of event is noted as (B)(6) 2015 (the publication date ["2015.05"] noted in the cited work). Additionally, as majority of the patients were male with an average age of 74.2 years old, the patient details will note male as gender and (B)(6) as age. The UDI # is not available as the lot number is unknown. (B)(6). (B)(4).

Event description:
In a literature review, the following information was obtained. K, oka., et al. "Results of thoracic endovascular aortic repair (tevar) using gore tag." Japanese journal of cardiovascular surgery (0918-6778). Vol.24(3). 287. Demographics: one-hundred eighty (180) patients (128 males and 52 females) with average age of 74.2 years old. Device implanted: gore&#59412;tag thoracic endoprosthesis (item/lot numbers unknown). Time period of device implant: from (B)(6) 2008 to (B)(6) 2013. On an unknown date, the patient was implanted with gore tag thoracic endoprosthesis. On an unknown date, endoprosthesis infection (aneurysmal infection) was revealed. A wait-and-watch approach was taken to the infection. On an unknown date, the patient expired due to the endoprosthesis infection.